Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02088.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and lantern delivery microcatheter (lantern). During the procedure, while advancing a pod8 and pod6 into the target vessel, the physician noticed both pod8 and pod6 were too big and was not able to form well in the vessel; however, the physician was able to implant both pod8 and pod6. Next, while attempting to place another pod6, the physician noticed the coil would not form well in the vessel. The pod6 was advanced and retracted through the lantern several times; consequently, the pusher assembly of the pod6 became kinked and the coil became stuck inside of the microcatheter. Therefore, the lantern and pod6 was removed. The procedure was completed using another microcatheter and other coils. There was no report of an adverse effect to the patient.